Event description:
It was reported that the patient felt like she wasn't getting the results that she should and had 'bad frequency issues' especially at night. It was unclear how many times the patient had to get up per night as it was reported that the patient was getting up 4 to 5 times per night but also stated she was only able to get up maybe 2-3 times per night. It was indicated that the patient had to double padding with heavy duty pads plus extra protection besides that. The patient was 50% better during the day since she had surgery but it was night time she was having issues with. It was also stated that the patient was unable to get the appropriate sleep she needed at night which was causing her to take naps during the day. The patient¿s status was described as fair. The patient was reported to have other health issues such as fibromyalgia and apnea which were also impacting her sleep habits. The patient had recently been seen by her healthcare provider (hcp) and her settings had been increased to 1.7v. The patient's setting was increased to 2.0v at the time it was being reported. Additional information received 6 weeks later indicated that the patient was unable to 'feel' stimulation and had her program changed. Impedances greater than 4000 ohms were reported. The patient followed up in her hcp's office on (B)(6) 2012 but did not have her 'remote' with her.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v452165, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).